Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she wore the insulin pump during an MRI scan, and now the insulin pump is alarming motor error. The customer stated that she was not hospitalized due to high blood glucose levels, but she was treated with a manual injection during the hospitalization. The reported blood glucose reading at the time of the call was 287 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.